Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported the ventilator did not recognize that a patient was connected resulting in a patient disconnect alarm. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Report date: 11feb2019. Date received by manufacturer: 11jan2019. The fse checked the device history logs and no errors were found. The fse also performed operational checks, pressure testing and system leak testing. The device passed all tests and the error was unable to be duplicated. No issues were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.